Event description:
Medical information was received from the ophthalmologist. The doctor saw the patient the day after seen by a general practitioner who was reported to diagnose the event as an allergic reaction. The doctor reported that the patient presented with symptoms of "feels like grain of sand in the eye," pain, tearing and redness. The event occurred when lenses were inserted, after the lenses had been stored overnight in the product. The patient had a pre-existing condition of keratoconus. The doctor prescribed trafloxal (fluoroquinolone - antibacterial agent). As noted, the event described is consistent with application of unneutralized hydrogen peroxide coming in contact with the eye and is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The condition resolved and the consumer reported that he returned to lens wear.

Manufacturer narrative:
The consumer reported that directly after insertion of the lenses following overnight neutralization of the product, he experienced a severe reaction in both eyes. A general practitioner was seen. The practitioner diagnosed an allergic reaction and prescribed medication (unspecified). The consumer reported that he still experienced pain and his general practitioner referred him to an ophthalmologist. The eye doctor was reported to believe the event was related to the solution. The consumer reported that he returned to contact lens wear. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was not returned for evaluation and the lot number is unknown. Additional event and medical information has been requested but not received.

Event description:
The consumer reported that directly after insertion of the lenses following overnight neutralization of the product, he experienced a severe reaction in both eyes. A general practitioner was seen. The practitioner diagnosed an allergic reaction and prescribed medication (unspecified). The consumer reported that he still experienced pain and his general practitioner referred him to an ophthalmologist. The eye doctor was reported to believe the event was related to the solution. The consumer reported that he returned to contact lens wear. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.